Event description:
Pt reported that he bumped the infusion device on a table, and the display cracked and some segments are now defective. He is not able to completely read the insulin delivery amounts. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.